Event description:
It was reported to philips that the battery would not charge. When the battery was placed into the charging device, the unit displayed an error message "hot wait 83 degrees". The customer confirmed the battery was not hot when it was placed in the charger. Multiple attempts to charge/calibrate the battery were made in different charging units but they were unsuccessful. There was no patient involvement.